Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not load properly. The seal got caught onto the green tab and was left in the loading device. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Product expired on 10/31/2009.

Manufacturer narrative:
Investigation results: the device was received with the seal in the loader, viewable through the window. The delivery device was inside the loader and the plunger had not been depressed. The seal was intact next to the delivery tube and the springs were extended from the delivery tube. As part of the investigation, it was found that the device usage exceeded the expiration date. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).